Manufacturer narrative:
The insulin pump was received with intermittent escape, act, down and up buttons due to flattened domes witches. No unlocked connector noted on the lcd board. The insulin pump had had cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump had an unresponsive button. No further details were given. The insulin pump is in warranty and will be returned for analysis and a replacement device was shipped to the customer.